Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4). Analysis results were not available at the time of report. A follow up report will be submitted when analysis results are available.

Event description:
It was reported that there was a possible burn from the recharger. Patient symptoms or complications associated with the event included burning sensation at the device pocket. While the patient was recharging the implantable neurostimulator recharger (insr) burned her. It burned her around the edge and she got 2nd degree burns. The patient never saw a thermometer. When recharging for about an hour the patient did not feel the heat on her skin. This occurred while watching tv. Before the patient showed, she noticed that she had some redness and blistering in the recharger area but it did not hurt. The patient described it like a bad sunburn.

Manufacturer narrative:
Correction: please note conclusion code no longer applies to this report. Upon analysis of the recharger, the complaint remained unverified. No issues were found during bench testing, no issues were found with charging the implantable neurostimulator or the recharger, and no issues were found with communications. The recharger passed the temperature sense simulator at 38.5 degrees celsius and passed the oven test at 38 degrees celsius.